Manufacturer narrative:
It was reported that the robot arm drift leading to a communication failure. A DHR review and a complaint review were performed and did not identify any contributory factors to the event. The analysis of data logs determined that the controller detected an excessive torque value of several axis of the robot arm, therefore the root cause of the issue is assessed as use error. Review of the IFU indicates that the IFU warns the user not to lean on the robot arm.

Event description:
On dec. 5, the customer site was doing an seeg case on their own. The fellow texted their field service engineer (fse) and said that the arm was drifting during registration and then the a communication failure message popped up on the screen. The software then walked the fellow through saving the patient folder and then shutting down the system. The fellow turned the system off, but did not wait long enough to restart, so the computer did not reboot fully. Typically this would be an easy fix and the computer restart button could be held down and the restart could continue. The problem with this system is that the computer restart button does not work. Due to this, the system was then turned off again by using the power switch. This time, the fellow waited longer, and then the system was then restarted fully and registration was restarted. The patient was asleep and pinned in a crw frame in a neutral supine position to the robot, so the arm should not have to stretch into any overextended positions. The total delay was about 20 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
On (B)(6), the customer site was doing an seeg case on their own. The fellow texted their field service engineer (fse) and said that the arm was drifting during registration and then the a communication failure message popped up on the screen. The software then walked the fellow through saving the patient folder and then shutting down the system. The fellow turned the system off, but did not wait long enough to restart, so the computer did not reboot fully. Typically this would be an easy fix and the computer restart button could be held down and the restart could continue. The problem with this system is that the computer restart button does not work. Due to this, the system was then turned off again by using the power switch. This time, the fellow waited longer, and then the system was then restarted fully and registration was restarted. The patient was asleep and pinned in a crw frame in a neutral supine position to the robot, so the arm should not have to stretch into any overextended positions. The total delay was about 20 minutes.